Manufacturer narrative:
(B)(4).

Event description:
It was reported that in (B)(6) 2016, device longevity was 2.3 years left but an estimation in (B)(6) 2016 revealed device longevity to be 3 months. It was noted that the (B)(6) 2016 estimation was an overestimation by the programmer and that the current estimation is accurate. The overall battery longevity is meeting expectations.